Event description:
Rptr alleged obtaining discrepant pt blood glucose results of 56 mg/dl back to back with a result of 181 mg/dl when testing was performed 9 minutes apart on the inform system. Rptr stated there was no treatment information listed on the patient's chart and does not think there was a treatment delay or any treatment given based on the testing. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.